Manufacturer narrative:
Device has not been returned, and investigation is on going at the time of this report. A follow-up report will be submitted.

Event description:
Nurse reports that pt post treatment, weights indicated that not all fluid programmed to be removed was actually removed during multiple chronic hemodialysis treatments. Pt was hospitalized in 2009, and treated for right-side pleural effusion. A pic line was inserted and the lung was drained of 2 liters of fluid. One week later, pt had surgery on lung, due to scar tissue that was not allowing lung to expand. Nurse cited pt prior medical history of pleural effusion, and current evaluation for valley fever as add'l contributory factors to the hospitalization.